Event description:
The hospital reported that during endoscopic vein harvesting procedure, there was a failure of a hemopro short port. The valve kept leaking air. The procedure was completed by reinflating the balloon so that it would hold air using a 3-way stopcock and attaching it to the short port. They were able to finish the case without opening another accessory kit. "The case happened last week" and company rep (tm) was notified 12/16/09. Exact event date is reported as unk. The hosp does not have the failed short port to return. The hospital reported no pt complications. Device will not be returned.

Manufacturer narrative:
Additional info is being requested to close this investigation. We will continue to pursue additional info, and a supplemental report will be submitted if additional info becomes available. (B) (4)